Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant medical products: (lot# rqd0671x), w l gore & associates, inc., bio-a tissue reinforcement, serial#: (B)(4), lot#: hh0710. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced recurrence and pain. Post-operative patient treatment included revision surgery and recurrence repair. Concomitant therapy: w l gore & associates, inc., bio-a tissue reinforcement, serial#: (B)(4), lot#: hh0710.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional and ventral hernias. It was reported that after implant, the patient experienced recurrence, adhesions and pain. Post-operative patient treatment included revision surgery and recurrence repair.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient has had a surgical revision and pain. Concomitant therapy: w l gore <(>&<)> associates, inc., bio-a tissue reinforcement, serial#(B)(4), lot#hh0710. Past surgical history: incisional hernia repairs and recurrent hernias.